Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of ventricular pacing on the atrial channel. It was noted that many are blanked. Additionally, there was oversensing of noisy signals on the right atrial (ra) channel that resulted in atrial tachy response (atr) episodes. It was noted that there have been no episodes due to the noise for several months. The atrial channel also exhibited low amplitudes. Technical services (ts) suggested following actions. The device remains in use. No adverse patient effects were reported.